Manufacturer narrative:
The sample value of < 0.1 ng/ml was considered to be correct. Pinch valve tubing was exchanged on the analyzer on (B)(4) 2017. The field service engineer performed a liquid level detection adjustment and checked alignments of the mixer and probes. He ran performance testing. Upon review of quality control data, a big scatter in values for one level of control was observed beginning on (B)(4) 2017.

Manufacturer narrative:
Quality controls were within acceptable ranges after (B)(4) 2017. The customer re-assigned control values at the end of december. No further issues have been reported by the customer.

Manufacturer narrative:
Upon review of the alarm trace, no alarms indicated that there was a hardware issue. The investigation was unable to find a definitive root cause.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer stated that they received erroneous low result for two samples tested for the elecsys troponin I stat immunoassay (tnistat) on a cobas e 411 immunoassay analyzer (e411). None of the erroneous results were reported outside of the laboratory. Of the two samples, only the results for one of the sample was a reportable malfunction. The sample initially resulted as 0.77 ng/ml. The sample was repeated twice, resulting as < 0.1 ng/ml and 0.100 ng/ml accompanied by a data flag. No adverse events were alleged to have occurred with the patient. The tnistat reagent lot number was 231115. The reagent expiration date was asked for, but not provided. Quality control recovery was within expectations.